Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. The distal end of the insertion needle has broken off and was not returned for evaluation. The remaining portion of the needle is bent and twisted. The actuator is also bent dramatically. Per the device IFU under warnings ¿do not bend delivery needle¿. No further investigation is warranted at this time.

Event description:
It was reported that during a procedure using an ultra fast-fix device, the insertion needle broke during use. No additional details were provided regarding the procedure outcome, however no patient complications were reported.